Event description:
The customer reported that the right side of the endoscopic image appeared chipped and turned black during reprocessing of an olympus gastrointestinal videoscope. No patient involvement was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.